Manufacturer narrative:
The insulin pump was received with no button response which was due to an unlocked j2/lcd keypad connector. The unit was unable to perform the displacement test because the buttons were not responding. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the lcd window and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The caller did not know the blood glucose reading.